Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2018, a customer reported to leica biosystems that on (B)(6) 2018 they experienced suboptimal tissue processing on their asp6025. As a result one biopsy was undiagnosable and a re-biopsy was recommended.